Manufacturer narrative:
Device eval: device has not been returned for eval. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. A follow-up report will be submitted when the device evaluation has been completed. Eval method: device history record was reviewed. Complaint database was reviewed. Conclusions: a follow-up report will be submitted when the device eval has been completed.

Event description:
While attempting to place the occluding wire into the catheter in front of a lesion that was on a tortuous path like a loop, the wire would not advance. The catheter was kinked. There was no report of harm or injury to the pt.